Event description:
A 48 yr old man was being transfused with platelets through the device and after five minutes experienced an anaphylactic reaction and shock. The physician considered this life threatening. The blood bank supervisor said that the units were cultured and were negative for bacteria.